Event description:
It was reported that on (B)(6) 2013, the pt came to the hospital. The nurse found blood beside the catheter. She reported it to the doctor. Then the doctor found the catheter was separated from the cuff. A new device was placed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lhr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.